Event description:
It was reported that, during the implant procedure of this right ventricular lead, it exhibited noise and oversensing. A connection issue with the header was suspected and the lead was repositioned and re-inserted. However, the oversensing continued to be present. It was decided to program the therapy off and review the device the next day. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field additional information was added to the following fields.

Event description:
It was reported that, during the implant procedure of this right ventricular lead, it exhibited noise and oversensing. A connection issue with the header was suspected and the lead was repositioned and re-inserted. However, the oversensing continued to be present. It was decided to review the device the next day. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the device was re-evaluated the next day and the issue was resolved. Additionally, it is suspected that the root cause was oversensing of air in the header with an initial lead to header connection issue.

Event description:
It was reported that, during the implant procedure of this right ventricular lead, it exhibited noise and oversensing. A connection issue with the header was suspected and the lead was repositioned and re-inserted. However, the oversensing continued to be present. It was decided to program the therapy off and review the device the next day. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the device was re-evaluated the next day and the issue was resolved. Additionally, it is suspected that the root cause was oversensing of air in the header with an initial lead to header connection issue.